Event description:
It was reported that during preparation for a ptci procedure, stent damage occurred. It was reported that "there was a big resistance when was the stent manipulated through catheter." It was further reported that there was damage to the liberte 2.75 x 32mm stent. This occurred outside of the patient's body. The procedure was completed with this guide catheter and another liberte stent. No patient complications were reported, and patient status was reported as 'okay.'